Event description:
Name of procedure being performed: "hysteromyomactomy" detailed description of event: this is a complaint from the market. Administrative no.(B)(4) . Please refer to the complaint sheet for investigation. Hospital: [name] subject of complaint: "a rupture was found in the bag" report from the sales rep: "the myoma was excised in a bag to make it smaller, and it was removed outside the body. When the bag was inspected, a rupture was found, and the abdominal cavity was thoroughly washed to complete and complete the procedure. It seems that the customer have experienced a few similar cases, but the information is not provided to aomori." Initial investigation report: "the event unit was not returned to us because the customer disposed it, we could not confirm the unit condition. The incident information will be informed amr for further evaluation. Admin# (B)(4) ." Patient status: "no patient injury" type of intervention: ni

Manufacturer narrative:
This follow-up report is for the corrected model number along with PMA/510(k) number. No other changes made and the event root cause remain as is. "The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report represents the combined initial and follow-up report.

Event description:
Name of procedure being performed: "hysteromyomectomy." Detailed description of event: this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Hospital: [name]. Subject of complaint: "a rupture was found in the bag." Report from the sales rep: "the myoma was excised in a bag to make it smaller, and it was removed outside the body. When the bag was inspected, a rupture was found, and the abdominal cavity was thoroughly washed to complete and complete the procedure. It seems that the customer have experienced a few similar cases, but the information is not provided to aomori." Initial investigation report: "the event unit was not returned to us because the customer disposed it, we could not confirm the unit condition. The incident information will be informed amr for further evaluation. Admin# (B)(4)." Patient status: "no patient injury." Type of intervention: ni.